Event description:
It was further reported that the right ventricular (rv) lead had unstable and high thresholds.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and the distal conductor was fractured. It was noted that the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), all insulators were breached cut, there was blood in/on the helix/lobe mechanism and there was tissue on the helix.

Event description:
It was reported that the patient had fainting symptoms. The right ventricular (rv) lead had no capture when the patient's device was checked in the emergency room (ER) and had no capture with manipulation during the replacement procedure. It was also noted that the lead had high impedance. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.